Manufacturer narrative:
The pump passed the displacement test, active current test and self test. Pump failed the sleep current test due to moisture damage on the electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the battery got empty immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.